Event description:
The patient had a diagnostic ultrasound of the abdomen that included the pump area. The patient also had a computerized tomography (CT) scan of his head. A motor stall occurred at 23:15 on (B)(6) 2011 with a motor stall recovery on (B)(6) at 19:34. The patient stated that they have heard the beeping since (B)(6) 2012, every hour, and the reporter confirmed that both the critical and non-critical alarms were set to beep on the hour. The reporter had only interrogated the pump once prior to report. However, during the report, the reporter updated the pump and re-interrogated it to look at the pump event logs again following the pump update. The reporter turned off the alarms; the alarms were silenced at the time of report. The reporter said there was no recovery from the motor stall in the logs for the (B)(6) 2012 motor stall. The patient was in the hospital at the time of the (B)(6) 2012 motor stall at 15:30; the patient was in the hospital that whole week and for sure had the ultrasound. A heart catheterization was done on friday, but it was reported that did not coincide with (B)(6) 2012. The echocardiogram was also in that week but they were not sure of that date. The reporter had not asked what the patient¿s symptoms were, yet, at the time of report.

Event description:
It was initially reported that an alarm was heard and confirmed by telemetry as a critical alarm due to motor stall. Pump logs showed the motor stall on (B)(6) 2011 and recovery on (B)(6) 2011; motor stall on (B)(6) 2012 at 15:30 and the message pump stopped period may exceed tube set on (B)(6) 2012 at 15:30. It was further stated that the patient was at the hospital on that date and had a CT scan, electrocardiogram and also a diagnostic ultrasound. Patient did not have MRI on that date as patient has a pacemaker/ICD that is not MRI compatible. Patient reported hearing the alarm every hour from that date on. After an update and re-interrogation pump did not show recovery. Drugs delivered via the device were morphine, and bupivacaine. It was later reported that patient had symptoms of increased pain; "has not suffered any significant incident". It was also added that a reservoir discrepancy was noticed at refill. The pump motor stall had not recovered. Replacement surgery was scheduled for (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; corrosion.

Event description:
It was reported that the patient had increased back pain. The patient had "unremarkable pump replacement procedure". The patient recovered without sequela.